Event description:
Information received by medtronic indicated that the insulin pump had tone, vibrator or motor did not have power available when needed. Customer was able to clear the alarm and not able to rewind the insulin pump. Self test was performed and was passed. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.